Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump; malfunction code did not recur, and customer was instructed to monitor and call back if needed. Customer may continue to use pump without further action.